Event description:
The carefusion service tech reported the ventilator failed calibration for the actual turbine speed being out of spec. During troubleshooting, it seized and gave a flow condition (fis MDR). The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na